Event description:
The customer reported via phone call that she had a high blood glucose of 494 mg/dl. Customer stated that she was sitting down at a table playing cards and she received a lost sensor alert. Customer could not find it and stated that she did not receive a high alert. Customer stated that she gets blood glucose in the 40's mg/dl and she does not ever go without a sensor. The sensor will be replaced and returned.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor, and performed the sensor initialization test. Confirmed that the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.